Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that after a patient was injected in the nasolabial folds with one syringe of juvéderm vollure¿ xc a patient experienced ¿pain on the side of the mouth and it progressed into the lower face, and their face was warm and swollen. The patient went to the emergency room and was told it was cellulitis. The final diagnoses from our office was an abscess in all the places injected.¿ hcp also noted "the patient has had another infection and is a smoker. I feel there is something else going on with the patient, and the patient did fly the day after being injected." Treatment is noted as nodule was drained and packed and antibiotics at the ER. No diagnostic testing performed. Patient ¿was on a flight after being injected.¿ event resolution is unknown at this time.